Event description:
It was reported that the device overheated during use in a procedure at the user facility. Three devices needed to be used to complete this procedure. The first device used had a loss of function. This device stopped working after overheating. The surgeon used another device to finish the procedure and that device was not intended to be used in an osteotomy. Since two devices could not be used and an inappropriate device was used to finish the surgery, the doctor advised the surgery was compromised. The procedure was completed with another device without a clinically significant delay. The patient was not harmed during this procedure.

Event description:
It was reported that the device overheated during use in a procedure at the user facility. Three devices needed to be used to complete this procedure. The first device used had a loss of function. This device stopped working after overheating. The surgeon used another device to finish the procedure and that device was not intended to be used in an osteotomy. Since two devices could not be used and an inappropriate device was used to finish the surgery, the doctor advised the surgery was compromised. The procedure was completed with another device without a clinically significant delay. The patient was not harmed during this procedure.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a root cause could not be determined for the event.